Event description:
Heartware left ventricular assist device (lvad) patient with pre-vad history of large left ventricular and aortic thrombi presents with right posterior cerebral artery stroke on pod#1.